Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay. Device passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarm confirmed in the device history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. Customer stated that battery on the pump was not lasting for more two weeks but when he first started it, it would last for 5 weeks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.